Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead cardiothoracic surgical assistant. Since no actual sample was returned, investigation of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory is always making efforts to maintain the product quality by performing following controls. The outer diameter of this product is controlled. In the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly in its appearance. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that it appeared the glide portion attempted to separate from the solid steel core. The glide advantage was extracted without harm and there was no patient injury and/or require medical or surgical intervention. Additional information was recovered on 02jul2024: per the surgeon, the procedure performed when the issue occurred was venogram with bilateral percutaneous thrombectomy. There was no tortuous anatomy encountered by the device during the use of glidewire. The device stretched out of shape exposing the two (glide portion vs. Steel core) as described. The wire had to be removed, wire access was lost, and had to regain access to chronic occlusion of ivc. The device was pulled out to remove from patient.